Event description:
(B)(4).

Event description:
It was noticed that in the initial report we wrongly reported that the analysis of the retrieved item was made by the (B)(4) hip project manager, while it was made by (B)(4) spine project manager. On 07/10/2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report. On 07/13/2015 the report was sent to the initial reporter and the case was closed. Reference uf/importer #3006639916-2015-00086.

Manufacturer narrative:
Additional info received on april 15 2015: he used a flush plate; he only used 5.5 x 30 mm screws not sure which hole in the plate he was inserting the screw through but it was going into one of the holes going downward into l5; the tip of the driver broke once the screw was completely inserted into l5; he finished the screw insertion and all other screws by using the torque driver/handle. Additional info received april 17 2015: it was a screwdriver that was over-torqued by the surgeon who admitted to over-torquing. Of course he had a ratchet handle attached to the driver that broke, it's the only way to turn the driver. The surgeon did not want to do the final tightening with the standard screw driver. He got a little ahead of himself and admitted it to me. He did not elaborate on how bad the aorta was ruptured, but he did say that it was quickly sutured up.